Event description:
It was reported the pt's access to sound with the device stopped suddenly. In situ measurements found 8 electrode channels with status hi. The recorded x-ray pointed out that the refence electrode seems to be broken. The pt did not have any swelling, tenderness or redness that could confirm a trauma. A date for re-implantation has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.